Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, c-section, follicular cyst of ovary, headache, dizzy, vertigo, chills, weakness, diaphoresis, midcycle bleeding, hypothyroidism, low back pain, dysuria, urinary urgency, flank pain, depression, pyelonephritis, vaginal discharge, drug allergy, syncope, pyelonephritis, breast tenderness, abdominal cramps, uterine fibroid, leiomyoma nos, nabothian cyst, bleed in luteal cyst, menorrhagia and ovarian cancer. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen, abnormal bleeding"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingo-opherectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, vaginal discharge and urinary tract infection had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, gen, abnormal bleeding, uti, vaginal discharge discrepancy noted in: essure tubal occlusion 2008 and previously reported essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: the endocervix is tan a multiple cysts filled with cloudy mucus are identified within the wall of the ranging from minute to 1.4 cm. Sectioning of ovary reveals multiple cysts filled with clear fluid, ranging from minute to 2.0 cm. The linings of the cysts are wrinkled. Fallopian tube measures 7.5 x 0.6 cm and the left measures 8.6 x 0.4 cm. With fallopian tube is a silver metallic coil.. Ultrasound abdomen - on (B)(6) 2008: 1. No significant uterine abnormality. Endometrial stripe 5 mm 2. Small bilateral follicular cysts within the ovaries as described. (Multiple subcentimeter cysts bilaterally as well as left ovary with a dominant 1.2 cm follicular cyst as well.); on (B)(6) 2019: there is a 4.4 cm heterogeneous solid-appearing mass within the uterine parenchyma. This likely represents a leiomyoma. The endometrial stripe is thickened and otherwise homogeneous. Multiple nabothian cysts are seen in the cervix. Minimal free fluid is seen layering dependently in the pelvis. This can be physiologic. Incidentally noted are essure coils seen in the fallopian tubes bilaterally. Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received: lot number, medical history, reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen, abnormal bleeding"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy + bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, gen, abnormal bleeding, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case was upgraded to serious incident. Previously reported event "injury to herself" updated to " pelvic pain ", events- " abdominal pain, back pain, gen, abnormal bleeding, uti, vaginal discharge, psych injury, post removal complication " added. On 5-may-2020: wrong source document. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, c-section, follicular cyst of ovary, headache, dizzy, vertigo, chills, weakness, diaphoresis, midcycle bleeding, hypothyroidism, low back pain, dysuria, urinary urgency, flank pain, depression, pyelonephritis, vaginal discharge, drug allergy, syncope, pyelonephritis, breast tenderness, abdominal cramps, uterine fibroid, leiomyoma nos, nabothian cyst, bleed in luteal cyst, menorrhagia and ovarian cancer. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen, abnormal bleeding"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, vaginal discharge and urinary tract infection had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, gen, abnormal bleeding, uti, vaginal discharge discrepancy noted in: essure tubal occlusion 2008 and previously reported essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: the endocervix is tan a multiple cysts filled with cloudy mucus are identified within the wall of the ranging from minute to 1.4 cm. Sectioning of ovary reveals multiple cysts filled with clear fluid, ranging from minute to 2.0 cm. The linings of the cysts are wrinkled. Fallopian tube measures 7.5 x 0.6 cm and the left measures 8.6 x 0.4 cm. With fallopian tube is a silver metallic coil.. Ultrasound abdomen - on (B)(6) 2008: 1. No significant uterine abnormality. Endometrial stripe 5 mm 2. Small bilateral follicular cysts within the ovaries as described. (Multiple subcentimeter cysts bilaterally as well as left ovary with a dominant 1.2 cm follicular cyst as well.); on (B)(6) 2019: there is a 4.4 cm heterogeneous solid-appearing mass within the uterine parenchyma. This likely represents a leiomyoma. The endometrial stripe is thickened and otherwise homogeneous. Multiple nabothian cysts are seen in the cervix. Minimal free fluid is seen layering dependently in the pelvis. This can be physiologic. Incidentally noted are essure coils seen in the fallopian tubes bilaterally. Lot number: 627743 manufacturing date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.